Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The device ran for 398 pulses. Pod download data showed an 0x68 (104) hazard alarm generated, indicating occlusion during runtime (one or more pulses filtered in the last 15). Timeouts were observed in the data. No damages or defects were found in the fluid path and drive mechanism components that would contribute to the hazard alarm generation. Generation of hazard alarm stopped the delivery of insulin. The actual cause of the hazard alarm generation could not be determined. Blood residue was found on the tip of formed needle and soft cannula. Fluid in the reservoir was also found discolored with blood. During investigation, no damages or defects were found on the fluid path components and the bottom housing that would cause bleeding at the infusion site. The actual cause of the reported bleeding could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the patient's blood glucose levels rose to 16.06 mmol/l (289.1 mg/dl), while wearing the pod between 4 and 24 hours on the arm. It was noted that the pink slide did not move forward and the cannula was visible; indicating a needle mechanism failure. As treatment for the hyperglycemia, a new pod was applied and correctional boluses were administered.